Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed multiple loss of prime events. The battery cap contact measurements were within specifications. The battery cap was unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no case damage reported but the patient reported swimming before the power loss occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.